Event description:
It was reported that when using the bd pyxis¿ es server patient orders were not populating to multiple stations. Customer indicated he did not have the patient information and would give it to the next agent. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not populating to multiple stations. A technical support specialist (tss) connected to the application server to run a server downtime check and confirmed that incoming and processed messages were current. The tss verified that no stations were on critical override due to communication issues, aside from those manually placed in that state by users. The tss contacted the customer to share the findings and requested confirmation from the nursing staff. The customer confirmed that patients and orders were appearing correctly, everything was functioning as expected. The system functioned as intended after the technical support specialist investigated the issue.